Event description:
It was reported that underfill occurred during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, "inpatient lab services has reported that another 4.5ml sodium citrate tube did not fill properly resulting in another venipuncture for the patient. A pits has been completed and submitted for this product. The pits reports submitted on 8/26 & 9/9 contained incorrect information regarding the product description, manufacturer number and mayo item number. Information for the 2.7ml sodium citrate tubes were provided, when in fact the tubes reported were the same as the pits report listed below. My apologies for the confusion. To date lab services has had a total of 16 tubes that have not filled properly between 8/16 and today. Is it possible to have this lot number recalled and replaced with a different lot number to ensure quality patient collections and eliminate the need to redraw the patients?" 5 occurrences were reported for this complaint. 1 of 6 complaints.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, "inpatient lab services has reported that another 4.5ml sodium citrate tube did not fill properly resulting in another venipuncture for the patient. A pits has been completed and submitted for this product. The pits reports submitted on 8/26 & 9/9 contained incorrect information regarding the product description, manufacturer number and mayo item number. Information for the 2.7ml sodium citrate tubes were provided, when in fact the tubes reported were the same as the pits report listed below. My apologies for the confusion. To date lab services has had a total of 16 tubes that have not filled properly between 8/16 and today. Is it possible to have this lot number recalled and replaced with a different lot number to ensure quality patient collections and eliminate the need to redraw the patients?" 5 occurrences were reported for this complaint. 1 of 6 complaints.